Event description:
No new information reported by the customer.

Manufacturer narrative:
Updated: d8, h3, h4, h6, h11. The device was returned to olympus for inspection. Based in the results of the investigation, the reported e315 communication error could not be reproduced and was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of the colonoscope for a procedure, prior to the patient being in the room, an e315 scope error was received. There was no patient or user harm reported. No additional event information was reported or available.